Manufacturer narrative:
Manufacturer's evaluation: the returned product was not analyzed as the complaint was not related to the ipg malfunctioning, but based on the placement of the leads and coverage that could be provided, which cannot be confirmed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2011-05471. The patient received her scs system on (B)(6) 2010 including an ipg and 2 percutaneous lead (from the same lot). It was reported the patient never received coverage where needed due to lead placement. She was reprogrammed multiple times to receive adequate coverage but was unsuccessful. As a result, the patient's entire scs system was explanted.